Event description:
The customer reported the "screen freeze" problem. The waveforms and parameters were not updating. The mouse and the keyboard did not respond to operator input and no alarms were generated.